Event description:
It was reported that this right ventricular (rv) lead exhibited multiple instances of high out of range shock impedances slight rising approximately in the last month. Technical services (ts) recommended further monitoring. This lead remains in service. No adverse patient effects were reported.